Event description:
Procedure: lung resection. According to the reporter: when the device was applied for the resection of emphysema bubbles on the right ling, a metal part came loose from the instrument and damaged the thorax wall.